Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, the length of the membranous septum was 3.0 and there calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted. Post procedure, the patient developed a complete atrioventricular block (cavb). On (B)(6) 2025, a permanent pacemaker was implanted. On 30 january 2025, it was reported that the patient was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.